Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for motor error alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. No unexpected numbers ramping noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. The motor was tested outside of the insulin pump and passed.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad and that the device alarmed motor error one week, as well as one month prior to the keypad issues. The blood glucose reading was 250 mg/dl. The customer stated that the up, down and act buttons were unresponsive, causing the device to have ramping numbers. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.